Manufacturer narrative:
Depuy synthes is submitting this report pursuant to the provisions of 21 cfr, part 803. This report may be based on information which depuy synthes has not been able to investigate or verify prior to the required reporting date. This report does not reflect a conclusion by FDA, depuy synthes or its employees that the report constitutes an admission that the device, depuy synthes, or its employees caused or contributed to the potential event described in this report. Height: 6'0 provided for reporting. Device was used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
Updated event : concomitant device reported: prodisc-c implant extra large 5mm- sterile (part #: 09.820.065s, lot #: h505740, quantity: 1).

Manufacturer narrative:
Depuy synthes is submitting this report pursuant to the provisions of 21 cfr, part 803. This report may be based on information which depuy synthes has not been able to investigate or verify prior to the required reporting date. This report does not reflect a conclusion by FDA, depuy synthes or its employees that the report constitutes an admission that the device, depuy synthes, or its employees caused or contributed to the potential event described in this report. Device history review: part number: 09.820.065s , lot number: h505739 , part manufacture date: 12/04/2017 , manufacturing location: brandywine , part expiration date: 30june2019, nonconformance noted: n/a . DHR record review: a review of the device history record of this lot revealed no complaint-related anomalies. The device history record for this lot and all component lots shows that the implant was processed through the normal manufacturing, inspection and packaging operations with no rework nor nonconformities noted the implant(s) was not returned and instead the investigation will be done based on the supplied image(s) from the attachments (12 image(s) from the attachment(s) located in notes & attachments section of the product complaint). The image(s) was reviewed and the complaint condition for migration and non-product issue could not be confirmed as the image provided shows an extracted prodisc c implant and no x-rays to confirm the complaint issue(s). As the instrument(s) was not returned an as received, dimensional, material or drawing reviews are not applicable. A manufacturing record evaluation was performed, and no issues were noted. No definitive root cause was able to be determined as the circumstances surrounding the event are unknown. During the investigation no unidentified product design/manufacturing issues or discrepancies were observed (based on the images) that may have contributed to the complaint condition. Additional monitoring for any potential safety signals will be conducted through complaint trending and other post market safety surveillance activities. Based on the investigation findings, it has been determined that no corrective and/or preventative action is proposed. Device was used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Manufacturer narrative:
Complainant part is not expected to be returned for manufacturer review/investigation. No facility information available. Reporter is surgeon. Revision surgery and surgical/medical intervention. The investigation could not be completed; no conclusion could be drawn, as no product was received. Based on the information available, it has been determined that no corrective and/or preventative action is proposed. This complaint will be accounted for and monitored via post market surveillance activities. If additional information is made available, the investigation will be updated as applicable. Device was used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
It was reported that on (B)(6) 2019, a patient underwent c5/c6 prodisc-c hardware removal, due to device insertion in the wrong location of the vertebral body. . Originally, the patient underwent two-level implantation with prodisc-c on (B)(6) 2019. During revision surgery, the superior level disc was removed at c5/c6 and a new disc of the same size xl deep 5mm was replaced. The procedure was successfully completed with no surgical delay. Patient has had a good outcome. This is report 1 of 1 for (B)(4).